Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the foot control device was leaking oil from the foot pedal where the oil was stored and had low power. It was reported that there was no delay in a scheduled procedure as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was leaking oil from the foot pedal where the oil is stored, and it has low power was confirmed. An assessment was performed on the device which found that the gauge pressure was low (actual reading: 115 p.s.I; specification: greater than or equal to 120 p.s.I), the hose was found pinched, one of the base plate screws was missing, and the gasket was found partially unseated from the base block and sticking out of the device. It was determined that the pinched hose is due to mishandling or excessive force applied to the hose. The low gauge pressure is due to the gasket air leak. The missing screw and unseated gasket are due to unauthorized repair of the device. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.